Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings: evaluation revealed that the pump information from date of pi has been overwritten. Investigators were unable to confirm or duplicate the complaint during investigation. A load step malfunction was not duplicated during investigation. Force calibration passed at 188. Opened pump- no evidence of physical damage on force sensor pins. Battery compartment crack was found from case seal traveling to bumper and at case seal to the left side of the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 08/29/2016.